Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counts). The analyst indicated that some ventricular tachycardia (vt) non-sustained episodes were recorded with apparent non-physiological oversensing seen on the electrograms (egms). Analysis of the device memory also indicated a r-wave amplitude measurement issue. The analyst noted that r-wave amplitude decreased from initial measurements of 5-7mv to recent measurements of 2-4mv. Concomitant product: 383059 lead, implanted on (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise. It was also noted that r wave amplitude had de creased since implant. The rv lead was explanted and replaced. It was additionally reported that the right atrial (ra) lead exhibited intermittent far-field r wave sensing. No action has been taken and the ra lead remains in use. No patient complications have been reported as a result of this event.